Event description:
As reported by the affiliate, the angioguard's delivery (503014mc, lot 70408999), the stent placement and both pre (diameter 3mm) and post (4.5mm) dilatations were successful. On the day following the procedure, the patient developed in-stent thrombosis without any neurological symptom. The patient was soon given argatroban hydrate in order to prevent from the embolic and he recovered six days later. He was discharged two days after recovery. Pta was performed on a lesion in the right internal carotid artery with 95% stenosis with mid calcification. There was no vessel tortuousity. The patient was given aspirin 100mg/day before the procedure. Clopidogrel sulfate was also administered 24-48 hours pre-procedure and post-procedure.

Manufacturer narrative:
Please note that this device remains implanted in the patient, and is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. See scanned page.